Event description:
It was reported that, during an knee arthroscopy, the werewolf controller was not recognizing wands when connected. There was a backup device available. A 3 minute delay and no patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection observed a scratched lid. A functional evaluation revealed no problems. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.